Event description:
During a coronary drug eluting stenting treatment procedure the stent adhered to the guide wire. The target lesion in the proximal obtuse marginal coronary artery was pre-dilated with a 2.00x12mm and a 2.50x12mm balloon. The physician attempted to cross the lesion with a 3.00x16mm taxue express2 drug eluting stent when it was reported that "it didn't feel right". The stent was withdrawn. It was then noticed that the stent was adhered to the guide wire. A 2.5x12mm stent (unknown type) was used to cross the lesion. No patient complications were reported.